Event description:
It was reported to philips that the defibrillator capacitor has a defect. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is unable to deliver a shock due to a defective defibrillator capacitor. There was no reported patient involvement. Based on the available information, the defective defibrillator capacitor was exchanged with a new capacitor returning the device to full functionality. The device remains at the customer's site. No further action is warranted at this time.